Manufacturer narrative:
(B)(4). The event was confirmed with photographs provided. Photographs confirms the liner is worn off and the head shows wear and black material on the surface. The black material is likely from the head rubbing against the shell due to the liner being worn off. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2008-00446.

Event description:
It was reported that the patient underwent revision due to poly wear. Head and liner were revised. No further event information available at the time of this report.